Event description:
It was reported that: "doctor was using the clamp to hold the bone and plate for reduction and the end part of the claw broke off."

Manufacturer narrative:
Additional info has been requested and, if received, will be submitted on a supplemental report.